Event description:
A 50-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2026, the patient's spouse informed novocure that, since early on (B)(6) 2026, the patient had developed an open sore on the right frontal area near the temple, as well as erythema on the posterior scalp. A healthcare provider (hcp) prescribed doxycycline and recommended temporary discontinuation of optune gio therapy. Photos provided appeared to show an eschar-covered, partial thickness ulcer with associated moderate erythema on the right frontal region. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. The skin irritation on the back of the head is related to device use, although assessed as non-serious. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).